Manufacturer narrative:
On (B)(4) 2018, the field service engineer (fse) was at the customer site and observed a blocked aperture on the instrument that was causing the reported event. The fse removed the blockage and primed the diluent on the instrument to resolve the issue. Service activity performed is verified to meet the specified requirements per established procedures. The assignable cause of the reported event was a blocked aperture. Patient information was not provided by the customer. (B)(4).

Event description:
The customer reported that their coulter lh 500 hematology analyzer was generating erroneously high platelet (plt) results on patient samples. The customer has not reported any change or effect to patient treatment as a results of this event.